Event description:
A nurse reported that a patient presented with diffuse lamellar keratitis (dlk) one day following lasik surgery. Topical steroid dosage was increased to treat the event, which was resolved one week later. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available. (B)(4).